Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0013299170); product type: 0195-heart valves; implant date: na; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter pulmonary valve, bleeding at the puncture site was observed when the patient stood up for the first time. No treatment was reported. Additionally, bilateral sibilants were noted upon auscultation. An unspecified medication was administered. Per the physician, the bleeding was related to the procedure, and the bilateral sibilants were possibly related to the procedure, but both were unrelated to the valve and the delivery catheter system.

Manufacturer narrative:
Additional information received shows there is no information to reasonably suggest the device in this report may have caused or con tributed to a death or serious injury or malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. B5. A second paragraph was added. H6. And additional codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter pulmonary valve, bleeding at the puncture site was observed when the patient stood up for the first time. No treatment was reported. Additionally, bilateral sibilants were noted upon auscultation. An unspecified medication was administered. Per the physician, the bleeding was related to the procedure, and the bilateral sibilants were possibly related to the procedure, but both were unrelated to the valve and the delivery catheter system. Additional information was received to report prior to the valve implant procedure, the patient's medical file noted "bilateral wheezes ... Inspiratory wheezes in the right lung". A fast-acting bronchodilator medication was administered with "good improvement" and a reduction of the wheezes. Heart failure was not present at baseline. Information was also reported to note a new dressing was applied after the bleed from the puncture site. No patient complications were reported as a result of this event.